Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer's service technician recommended replacing the device's system printed circuit assembly board to address the issue. Additional findings not related to the malfunction/issue was the flow sensor due to contamination. The manufacturer's service technician recommended replacing the device's flow sensor to address the issue. No repairs were performed. The device is not needed for inventory and would be scrapped. No further investigation is warranted at this time.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to the manufacturer for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.